Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.